Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure from the in situ testing (B)(6) 2017. Although the patient suffered from otosclerosis which explains the decreasing hearing performance, the root cause for explantation is a fatigue fracture of the bifilar wire. This is supported by the in situ measurement result. This is a final report.

Event description:
After the implantation the user was satisfied with the device. However, since 2015 the hearing perception was decreasing and this continued for the next years. As the hearing was getting worse but the device was still working according to in situ testing, a bone conduction implant was implanted on the contralateral ear. The recipient has a history of otosclerosis. It was thought that the hearing performance had worsened due to an advance of otosclerosis, even though the audiological thresholds had remained quite stable. The device was explanted and the recipient was re-implanted with a bone conduction implant (bci).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the implantation the patient was satisfied with the device. However, since (B)(6) 2015 she reported that her hearing perception was decreasing which continued for the next several years. As the hearing was getting worse but the device was still working according to in situ testing which was carried out, she was implanted on the contralateral ear with a bone conduction implant. In (B)(6) 2017 the patient returned to the clinic for a new fitting but she could not hear with the device (right) but was able to hear with the implant on the left side. Additional audiological testing will be conducted to see if her hearing thresholds have worsened then the decision to explant the device and re-implant will be made. The results of the audiological testing will also determine what type of implant the patient receives if re-implantation is decided.

Manufacturer narrative:
Based on the received information, the recipient's hearing performance with the device has gradually decreased over time since 2015, which might be related to the observed medical condition i.e. Otosclerosis. Further, latest in situ measurements are pointing to a failure of the conductive link or the device. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. This is a final report.

Event description:
The recipient has a history of otosclerosis. After the implantation the user was satisfied with the device. However, since 2015 the hearing perception has been decreasing and this continued for the next years. As the hearing was getting worse but the device was still working according to in situ testing, a bone conduction implant was implanted on the contralateral ear. It is thought that the hearing performance has worsened due to an advance of otosclerosis, even though the audiological thresholds have remained quite stable. The clinic is considering to the possibility of explanting the device and re-implanting a bone condition device. However, no date has been set yet as the recipient can still use the device on the contralateral side.